Event description:
Patient stated that 3 of her v-go's fell off. Patient stated that she was not sweating and they did not get caught on to anything.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.